Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On an unspecified date, customer received sensor scan readings of 140 mg/dl, 142 mg/dl and 170 mg/dl compared to readings of 79 mg/dl, 74 mg/dl and 109 mg/dl respectively, obtained on the built-in reader. It was reported that on (B)(6) 2021, customer experienced cold and a loss of consciousness and required treatment with sugar and water by his wife. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. On an unspecified date, customer received sensor scan readings of 140 mg/dl, 142 mg/dl and 170 mg/dl compared to readings of 79 mg/dl, 74 mg/dl and 109 mg/dl respectively, obtained on the built-in reader. It was reported that on (B)(6) 2021, customer experienced cold and a loss of consciousness and required treatment with sugar and water by his wife. No further treatment was provided. There was no report of death or permanent impairment associated with this event.